Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. Customer reverted to an alternate method of insulin therapy. There was no adverse impact the customer¿s blood glucose.